Event description:
The customer reported that ortho provue read a sample barcode ID incorrectly. A miss-association of result to the wrong sample could result in inappropriate physician action. The user identified the issue during sample identification and aborted testing, preventing erroneous results from being released.

Manufacturer narrative:
Investigation into this event found that the tube in question had multiple bar codes attached. The device labeling concerning proper barcode use was not followed. Instrument malfunction did not occur. Repairs were not required to return the analyzer to expected operation. Incident occurred as a result of user error.